Event description:
The customer reported an oxygen flash fire in the operating room during a procedure.

Manufacturer narrative:
(B) (4). The incident generator was returned and found to function normally and within specifications. The generator passed the safety test. The mono-polar foot switch and bipolar foot switches were also returned and tested, and passed functional testing. An operating room fire prevention packet was sent to the site.